Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The customer reported that the threads in the dafilon range were less resistant and had recently presented patient problems. No further information received.

Manufacturer narrative:
Summary of investigation: the end customer did not inform of the involved batch. The list of batches of the involved reference, supplied to the end customer in the last year is 623275, 623135, 623065 and 622453. There are no previous complaints of any of the possible code batches. We manufactured and distributed in the market 936 units of batch 623275; 792 units of batch 623135; 756 units of batch 623065 and 360 units of batch 622453. There are no units in stock in b. Braun surgical's warehouse of any of the possible code-batches. No samples available for analysis. Batch manufacturing record: reviewed the batch manufacturing record, all the possible code-batches had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.